Event description:
It was reported that the interpulse handpiece with coaxial high flow tip was being used in a total hip procedure when the distal portion of the shaft of the irrigator came detached from the device. It was confirmed that nothing fell into the surgical site. When a second tip was retrieved and the protective cover was removed from the distal tip, there was a separation on the mid point shaft. The procedure was completed successfully, with no patient or user injuries, and no adverse consequences.

Manufacturer narrative:
Customer discarded.